Event description:
Boston scientific received information that during the implant procedure, this lead became stuck in the tricuspid valve. The surgeon was not able to remove the lead easily. Multiple attempts were made to remove the lead using traction and rotation; stylets of all types were used to dislodge the lead from the valve. Eventually such force was applied that the lead did come free. When the lead was removed from the patient¿s body, tissue from the patient¿s heart and valve was noted to be wrapped around the lead body and tines. The procedure continued with new leads and was completed successfully. The anesthesiologist performed a transesophageal echocardiogram (toe) to examine the condition of the valve, and to exclude any clot in the left atrial appendage in order to conduct a cardioversion for atrial flutter. The toe showed moderate to severe tricuspid regurgitation and another echocardiogram was scheduled to further evaluate the valve. The cardioversion was successful and the patient appeared to be recovering from the procedure. It was reported that the patient was made aware of the complications encountered during the procedure and plans were made for further diagnostic investigation, which could result in an additional procedure to repair the valve.

Manufacturer narrative:
The lead was discarded at the hospital and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.